Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred approximately halfway into the patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. Kelly stated that drops of blood were observed on the floor and the leak was visually observed on the venous end of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 25ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment was completed successfully on the same machine with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. The complainant returned one dialyzer from the reported lot number for manufacturer examination. Blood was observed between the dialyzer housing and the screw flange threading on the dialyzer's cavity ID end. The sample was subjected to a laboratory leak test. No leak was observed during external leak testing (possibly due to the presence of coagulated blood within the dialyzer cavity ID end header cap). The dialyzer was then deconstructed and visually evaluated further. The dialyzer was confirmed to be assembled correctly and no damage or defects were noted. The cavity ID end o-ring (located beneath the header cap) was noted with damage. Under magnification (x20), a gouge was noted on the o-ring (located on the side of the o-ring seated against the polyurethane [pu] potting surface). A lot history review was performed and found four reported external blood leak complaints against the lot (including the current event). The four complaints against the lot were noted as being reported by three clinics. Although CAPA trigger was not met, (B)(4) was opened to further investigate external blood leaks on this lot number. This lot was placed on hold and recalled under field action decision file (B)(4). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.